Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose value was 500 mg/dl; customer was in the intensive care unit for 2 days. It was stated that the customer started with high blood glucose of 400 mg/dl; he treated with a bolus with the insulin pump and level was not coming down. Customer was feeling sick and was already in diabetic ketoacidosis. Customer was treated with insulin drip and was currently on manual injections. It was stated the drive support cap is recessed. The tubing has no air bubbles. Customer could not complete troubleshoot because the insulin pump needed a new battery. Current blood glucose is 150 mg/dl. Nothing further reported.